Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire field service went onsite upon inspection reported issue was confirmed. As a resolution the ventilator was opened and the ribbon cable was not seated properly. Ribbon cable reseated and ran ovp (operation verification procedure) via vela service manual. Calibrations performed on the device. The o2 (oxygen) cell was replaced. Device is within specification and the ventilator is working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator volumes are reading incorrectly. As of this time, there is no information about patient involvement associated with this reported event.